Event description:
It was reported that the patient presented to the clinic due to shortness of breath, chest pain, and diaphragmatic stimulation. It was discovered that the left ventricular (lv) lead had a higher threshold than the programmed output. The lead also had failure to capture over multiple configurations. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).